Event description:
Rn states peg has been in place since july 1996. Md was removing peg to replace with a 20 fr replacement g-tube. Rn states md applied pressure for traction removal & the retention dome separated from the tubing. Md x-rayed pt & noted dome in the stomach. Md will let dome pass.